Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was advised to clear out 1 gb of memory on her smart device and to restart the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/25/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.